Event description:
Edwards learned of a bioprosthetic valve that was explanted due to severe aortic stenosis and reduced leaflet mobility secondary to degradation of the valve. The patient was implanted with 21mm bovine pericardial valve. The patient was reported in stable condition.

Manufacturer narrative:
X-ray. Device evaluation summary - as received, moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4.5mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the outflow aspect. Host tissue around the stent circumference was minimal on the outflow aspect. As received, approximately 40% of the sewing ring cloth had been cut out as seen on the outflow aspect. The x-ray demonstrated heavy calcification on all leaflets, commissure 2 bent outwards, and wireform distortion between commissures 1 and 2. The reported stenosis was confirmed through device evaluation as secondary to heavy calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.